Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was originally filed as: 1644019-2023-01598. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating knife would not cut. The procedure and patient harm details were not provided. Additional information has been requested and none provided till date.